Manufacturer narrative:
Philips service rebooted the system, resolving the issue, and user monitoring is ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an error message not connect to host occurred during inspection on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.